Manufacturer narrative:
Failure analysis: received vela front panel (B)(4), visually inspected front panel and found dried liquid spots on touch screen. Findings/root-cause: reported problem was duplicated of liquid ingress to touchscreen (B)(4). This issue is being addressed in an internal correction.

Manufacturer narrative:
Neither the user facility nor the foreign distributor submitted a user facility/importer report to the MFR. Codes were derived based on the info provided by the foreign distributor. (B)(4). The foreign distributor determined that the cause of the reported event was a malfunctioning front panel assembly. The foreign distributor was shipped a replacement front panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number for the return of the alleged faulty front panel assembly for eval. As of march 19 2015, the alleged faulty front panel assembly has not been received. Should the alleged faulty front panel assembly be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted by the distributor in (B)(4) on behalf of the user facility in (B)(6). "Touch screen is not working at all. There is some spot on the screen."